Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced a hypoglycemic event with a documented glucose nadir of 42 mg/dl lasting about two hours after a preceding high, with the patient noting an overcorrection that led to the low during the first week of pump use; the device provided low and high alerts, the patient ingested carbohydrates (soda and yogurt), did not use injections while on pump, and no medical intervention or hospitalization occurred. Symptoms included a fall and the need for assistance from a coworker to obtain soda and sit up, without loss of consciousness. Outcomes included transient functional limitation without long-term sequelae. Investigation included follow-up attempts, patient interview, review of reported glucose course, and troubleshooting and education on treatment of lows and avoidance of overcorrection. Investigation of this case revealed hypoglycemia of unclear cause following a high glucose episode during early adaptation to therapy, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.